Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the interconnect cable, generator interface board, and the universal micro controller, and adjusted the isolation transformer settings. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed a communication error message. No pt injury was reported.